Event description:
Discussed slow rise in defib impedance, reiterated prior agent's thoughts (above). Hcp to discuss possible repeat dft with bos sci. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).